Event description:
In an article titled "foreign body granuloma associated with dura-cranioplasty after resection of convexity meningioma with extracranial extension" it states a (B)(6) y/o, man, underwent craniotomy and duraplasty for a neoplasm in the right parietal region. Following tumor resection, duraplasty was performed using gore preclude dura substitute. A bone flap was then placed over the defect using hydroxyapatite cement. Fibrin glue-bonded autologous bone dust was coated onto the inside of the flap for reinforcement. One year after surgery the pt had a surgery to remove a second lesion in the same region. The gore preclude dura substitute patch was removed and replaced with a new gore preclude dura substitute patch and titanium mesh. When the tumor was histologically examined, granulation tissue with dense chronic inflammatory infiltration and foreign body reaction against bone debris was noted. The pt did well after this surgery.

Manufacturer narrative:
Literature citation: hata, n, et al. Foreign body granuloma associated with dura-cranioplasty after resection of convexity meningioma with extracranial extension; neurol med chir (tokyo) 2011:51; 236-238.